Event description:
Pediatric nxstage machine had two critical alarms on two different pumps while priming. The first was a blood leak alarm and the second on the other pediatric machine was a therapy fluid balance cartridge leak (red alarm 90). Both times the disposable equipment was thrown out and he set up process started with a new machine. FDA safety report ID# (B)(4).